Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found tip damage. A visual and tactile examination of the hypotube found multiple kinks on several locations on the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x24mm synergy ii drug eluting stent, it was noted that the tip of the stent struts was kinked. The device did not enter the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50x24mm synergy ii drug eluting stent, it was noted that the tip of the stent struts was kinked. The device did not enter the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.